Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in france as follows: it was reported that during an intervention there were difficulties when using a dhs 280.850s screw and a dhs 02.224.224s plate. During the initial change of dhs plate: it was not possible to screw it in. Finally after a change of screw the problem was resolved. A dhs screw ref 280.850s and an additional dhs plate 02.224.224s were used instead. This report is for one (1) lcp dhs-pl 135° 4ho l92 standbarrel sst. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 02.224.224s lot: 3l12333 release to warehouse date: 18 february 2019 manufacturing site: werk grenchen expiration date: 01 february 2029 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to jabil grenchen which conducted a visual inspection of the returned device. Visual analysis of the returned sample was performed on lcp dhs-pl 135° 4ho l92 standbarrel sst. The received condition of the article does not agree with the complaint description. All the relevant features related to the interaction between the dhs screw and plate were measured during this investigation and have fulfilled their specifications according to the drawing. Therefore the complaint condition cannot be confirmed. A dimensional inspection was performed on lcp dhs-pl 135° 4ho l92 standbarrel sst as following: measured dimensions: barrel out diameter = conforming first inner diameter barrel = conforming length of the barrel = conforming all of the above measured features related to the complaint condition were found within specification. A functional test was performed, the proximal tip of the dhs/dcs-scr ø12.5 l85 sst failed to be inserted into the mating hole of the returned device. This is most likely due to the damaged condition of the screw. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the lcp dhs-pl 135° 4ho l92 standbarrel sst. The result of the investigation did not reveal any manufacturing defect. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.